Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a representative sample of one device. Visual inspection of the returned product noted that the reload was sealed within the packaging. The reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilroth iii; subtotal gastrectomy procedure, the device cut the tissue but there were neither staples fixed to the tissue and nor over the stomach or into the abdominal cavity. Unanticipated greater gastric resection was done to avoid cancer dissemination into the abdominal cavity following protocols for this kind of situation. Near to remove all the stomach from partial gastrectomy (bilroth iii) to total gastrectomy results to tissue loss and tissue damage in which surgeon needed to create a smaller pouch with the remnant gastric leading to extend surgical time more than 30 minutes as they reduced the volume of the gastric pouch.